Event description:
End user called to complain that the device will not run the calbration test. This was confirmed by troubleshooting by phone. The device was replaced and the defective one returned for investigation.